Event description:
It was reported that the pt was explanted on (B)(6) 2013, due to an extrusion of the device.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.